Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a granuflo ii mixer had damaged/melted cables. The biomed needed part numbers for the cables. Technical support informed the biomed that individual cables were not available for sale, and only wiring harnesses could be purchased. They gave the biomed the part number for the wiring harness. No further details were provided in the initial reporting. Upon follow-up, it was reported that a leak from the mixer was the original problem. Fluid leaked onto the cables connected to the solenoid valve causing them to corrode and melt together. As a result, the mixer was not mixing properly. The biomed said the jets were not working. The biomed stated the cables and wiring harness were replaced. There was no burning smell noted, and there were no signs of sparks, flames, or arcing. The biomed confirmed the mixer had been repaired and was fully operational again. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.